Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported by the patient, she fell twice on (B)(6) 2021 she had a right tha. A month after surgery the patient started to experience pain in front of her leg. 3 months later the patient's legs went numb and experienced excruciating pain. The patient was taken to the hospital. Where the patient was told she had limb discrepancy, her right leg was 3 inches shorter than left. The patient had x-rays which confirmed her rod broke and was revised on (B)(6) 2022 (approx). Patient is now asymptotic.